Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Review of the device history record identified deviations or anomalies during manufacturing. However, it is unknown if they are related to the reported event, as the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a revision procedure five years post implantation due to massive osteolysis and loosening of the tibial component without attachment of cement to the baseplate. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: nexgen femoral component catalog # 00576401552 lot # 63892721; nexgen articular surface catalog # 00596403210 lot # 63885747; nexgen all poly patella catalog # 00597206532 lot # 64008718. G2: united kingdom. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2024-00081; 0001822565-2024-00358; 0002648920-2024-00082.

Event description:
It was reported patient is experiencing unknown issue post implantation. No revision procedure has been reported to date. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h11. Medical records received. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records provided and reviewed state that the patient underwent a right total knee arthroplasty (tka) ana bout a week later the joint displayed increased warmth. Over the following years, the patient experienced persistent swelling, pain, and stiffness, with documented complaints of entire leg swelling since surgery and ongoing pain. An ultrasound about one year later noted likely post-operative lymphedema. The patient returned 2 years post visit with a very painful swollen knee, which gradually worsened. A bone scan two years later indicated features felt to represent aseptic loosening, particularly loosening of the tibial component. A year after the most recent visit, the patient underwent a revision procedure. Intraoperatively, massive osteolysis was identified, and the tibial component was loose. The cemented patellar component was retained. All other components were explanted and replaced with competitor products. The patient was discharged on, and at follow-up was noted to be doing well with little swelling and range of motion of 0¿90 degrees. A definitive root cause cannot be determined. However, during the investigation it was identified that competitor devices were implanted with the our devices retained. We have not confirmed the compatibility for this combination of devices. Please note that per the IFU, it states 'hcp should not be mixing the components of the system with components of any other system or manufacturer, unless authorized by us'. Complaint is confirmed based on operative notes provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.